Manufacturer narrative:
Corrections made: year, response to FDA request; supplement 1.

Event description:
This is a surgical lamp for use in MRI environments. It is battery operated, employing a lithium ion rechargeable battery. The battery is ul listed. We have become aware of a battery failure, device name: series 1 mobile led ul/MRI-lamp with battery. Symptom: battery overheated. During charging process of the battery pack the battery overheated and damaged the battery housing. No persons have been hurt.

Event description:
This is a surgical lamp for use in MRI environments. It is battery operated, employing a lithium ion rechargeable battery. The battery is ul listed. We have become aware of a battery failure, device name: series 1 mobile led ul/MRI-lamp with battery. Symptom: battery overheated. During charging process of the battery pack the battery overheated and damaged the battery housing. No persons have been hurt.